Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaw was locked closed. Surgeon was unable to open the jaw. Upon inspection, the customer saw a wire pulled slightly out. The procedure was completed with no reported injury.